Event description:
During a diagnostic procedure a competitor's catheter was becoming lodged inside of the hemostasis valve of this device. It was necessary to remove and replace this device. The pt is reported as fine and the device is being returned for co's analysis.